Event description:
Surgeon was using product, after 6 hours the coating around the edge of the blade began peeling and fell into the pt. Additionally, account stated the case was delayed, while the surgeon used a grasper to locate and remove all the material from the pt.

Manufacturer narrative:
Visual examination of the device received confirmed that the insulation was compromised near the scissor blades. It was also noted that the insulation was completely removed from approx 5mm from the proximal end of the clevis, and damaged/peeled back, burnt or missing to about 12mm from the proximal end. The device's appearance resembled what one would expect if the device was used and reprocessed more than once. It was also noted that the mating part (the switch-blade handle) to this device was not returned with the device for eval. Add'l info has not been provided. A review of the device history record for this device and lot number determined that the material used during the mfg met current specifications. Our complaint records for this catalog and lot number does not indicate a pattern of insulation failures of this nature. Since the root cause for the concern is not related to the mfg, materials, or design of the instrument, a corrective and preventive action will not be initiated. Our records have been updated, which will provide for identification of trends, should similar reports be received in the future.